Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6 one 8.5f agilis steerable introducer sheath and dilator were received for evaluation. There was no visible sheath perforation noted. The sheath hemostasis cap inside diameter measurement was within specifications and no anomalies were noted when the returned dilator was inserted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported insertion difficulty and sheath perforation remains unknown.

Manufacturer narrative:
The results/method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an atrial fibrillation ablation procedure, the non-abbott catheter did not advance through the introducer and when the introducer was removed from the patient, a puncture in the sheath was noted. The introducer was replaced, and the procedure was completed with no adverse patient consequences.